Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the helical blade inserter had a piece broke off of the inserter. It was removed and put it back, but it is not staying well. We were able to put it back on and make it work, but it is not staying well. Also, the cannulated connecting screw threads are rough causing the removal of the insertion handle difficult. There were 10 minutes surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: unk - insertion instruments (part# unknown; lot# unknown; quantity: 1). This complaint involves three (3) devices. This report is for (1) helical blade inserter. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3, h6: a product investigation was conducted. Visual inspection: the helical blade inserter (part# 03.037.024, lot# t114424 qty# 1) was returned and received at us cq. Upon visual inspection, scratches/nicks were observed on the device indicating signs of normal use and which would not contribute to the complaint condition. No other signs of damage were found on the device. Dimensional inspection: outer diameter (a) measured: (result: pass), outer diameter (d): measured: (result: pass), inner diameter (e): measured: (result: pass) document/specification review: the relevan.t drawing(s) was reviewed: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint condition cannot be confirmed for the helical blade inserter (part# 03.037.024, lot# t114424 qty# 1). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.037.024, lot number: t114424, manufacturing site: tuttlingen, release to warehouse date: 01-apr-2015. A review of the device history records was performed for the finished device lot number and a ncr was started for 5 parts out of 56 because the bore diameter was too small (not round). These parts were reworked with a reamer and were found conforming. An european CAPA was started to address issues with color markings from the tfna system. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.